Event description:
During implant surgery, out of range impedance values reportedly were initially observed. One week after implant surgery the patient had an infection at the implant site. The surgeon removed the fluid with a small incision. In 2003, the patient was seen by the audiologist for initial stimulation. The audiologist was unable to obtain link with the device. External equipment was exchanged. The audiologist was able to obtain link. However, out of range impedance values were observed. Three days later, the patient was seen by a company representative. Testing performed was inconclusive. One month later a CT scan was performed. The CT scan confirmed that the electrode array was kinked at the cochleostomy. Two months later, revision surgery was perofrmed. During surgery, it was observed that the electrode array was out of the cochlea. The electrode array was reinserted. The device remains implanted.